Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedances measuring 125 ohms on the right ventricular (rv) lead. As a result, the device emitted beeping tones. It was noted there was no noise observed on the presenting electrogram. Technical services recommended to have the device checked with a programmer to stop the beeping, raising the upper rate limit to 150 or greater and to perform a commanded 41j shock. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.